Manufacturer narrative:
The customer returned the meter; the test strips were not returned. The customer's meter was tested using retention strips and controls: testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.3 inr, qc 2: 3.3 inr, qc 3: 3.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Device evaluated by MFR: the customer did not return the test strips.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to the neoplastin laboratory method. The result from the laboratory at 7:57 a.m. Was 2.9 inr. The customer tested on his meter immediately after his blood draw and the result was 5.0 inr. The result from the laboratory was believed to be correct. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The customer is in stable condition. The customer has had a sore throat and is taking cough syrup. The meter and test strips were requested for investigation.